Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 21168838. A returned analysis of lead extension nm-3138-55 ((B)(6)) showed that x-ray inspection of the lead extension revealed contact 8 was fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead extension body and connector section of the lead extension. The broken cables are still contained inside the connector. A returned analysis of lead extension nm-3138-55 ((B)(6)) showed all contacts were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead extension body and connector section of the lead extension. The broken cables are still contained inside the connector.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead extension replacement procedure due to high impedances. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 21168838.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead extension replacement procedure due to high impedances. The patient was doing well postoperatively.